Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the patient was readmitted to the hospital due to complications. During the robotic procedure, there was oozing from the staple line where a sureform 60 white reload was fired with a sureform 60 stapler instrument. The lumens of vessels could be seen through the staple line. As a result, the surgeon over-sutured the staple line to ensure hemostasis. Postoperative day one, the patient experienced emesis. An endoscopy was performed, which showed a clot obstructing the anastomosis, and it was removed. The patient was kept hospitalized for a few days for observation.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.